Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: australia. Review of the most recent repair record determined the device was not ratcheting; the ratchet was stuck and therefore could not perform the up/down motion. The ratchet gear, screw, and sliding pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time, the device was in need of repair for an unknown reason. There was no information communicated regarding harm, injury, delay, or timing of the event. Due diligence is complete. No additional information is available. There was no adverse event associated with this malfunction. After evaluation of the returned device, it was determined that the device was not ratcheting; the ratchet was stuck and therefore could not perform the up/down motion.